Manufacturer narrative:
(B)(4). Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) patient had a dislocation, recurrent instability, unsuccessful closed reduction in ER, sent for cr under anesthesia, fluoro revealed that the 'retaining ring followed the head everywhere. It was moved, indicating the poly and the retaining ring are still attached to the total hip but not to the acetabular component. Therefore, closed reduction was impossible and the procedure was abated. Revision: yellow brown fluid encountered, pseudocapsule debrided, previous cup noted to have 10° anteversion, new cup placed with 5 screws, while trialing the liner: 'with the constrained offset 10° directly superiorly, there was impingement occurring anteriorly. With it directed more at the 3:00 position, there was some minor impingement in extension and external rotation. This was accepted as the patient had been chronically having a problem with flexion, cup, head, liner replaced without complication.   A review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: tm shell and the freedom liner.   A definitive root cause cannot be determined, however, the use of a freedom liner and tm shell are not compatible items, it is unknown if this combination caused or contributed to the event.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00910.

Event description:
It was reported after multiple revision left hip procedures, the patient experienced instability and dislocation. A closed reduction was attempted but unable to be completed due to disassociation of the retaining ring found under fluoroscopy. The patient was then revised approximately 2.5 years after last revision. It was noted a pseudocapsule was debrided, and the shell, head, and liner were exchanged without complication. No further event information available at the time of this report.